Event description:
The customer reported that the 840 ventilator was having communication issues between the breath delivery unit (bdu) pcb and the graphic user interface (gui) cpu pcb. The customer reported that pt involvement is unk. The customer reported that the cable may have been subjected to stretching and could possibly have caused communication issues. The serial number for the ventilator was not provided. The customer reported to have replaced the breath delivery unit (bdu) to graphic user interface (gui) cable assembly.

Manufacturer narrative:
Covidien reference # (B)(4).